Event description:
It was reported by the mother of (B)(6), that when (B)(6)'s grandmother picked him up off of the suspect medical device's padded toilet seat, the foam abductor which is permanently attached to the padded toilet seat caused a suction/vacuum to (B)(6)'s penis resulting in it being stretched and injured (torn).

Manufacturer narrative:
Inspection of the suspect medical device was approved by the mother and their attorney, (B)(6). When the product supplier visited the home where the device is located, the mother (B)(6), denied access to the suspect device on the advice of her attorney. Follow up calls to both the mother and attorney were made. They were not reached directly, so messages were left to return the calls. Calls have not been returned.